Event description:
It is reported that a patient inquiring about having a new peek implant made to replace one he had implanted approximately in (B)(6) 2012. The patient is unhappy with the appearance of the implant. He stated that he has bilateral malar implants and if he looks in the mirror the left side looks like a normal rounded high cheek bone but the right looks concave and is not rounded. He also stated that his face is asymmetrical and it is more of an aesthetic issue than a complaint. This report is for an unknown screw. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
This report is for an unknown locking screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.